Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer experienced a low blood glucose (bg) level of 51 mg/dl; however, was unable to provide the suspected cause of low bg. To treat the low bg level, the customer consumed soda.